Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. An alarm log review, visual inspection, and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. An f-63 alarm was not identified during evaluation; however, an f-67 (supply voltage of cpu circuitry is too low) alarm was identified during functional testing and the review of the alarm log. The cause of the f-67 alarm was determined to be a damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-63 alarm (lithium backup battery voltage is too low to back up the memories). This occurred before use. There was no patient involvement. No additional information is available.